Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not pumping up properly. The ipp was explanted, and it was determined that there was a fluid leak at the connector site. A new ipp was implanted, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated d4 lot number, expiration date, unique identifier, d6a implant date, and c2/d10 concomitant therapy.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not pumping up properly. The ipp was explanted, and it was determined that there was a fluid leak at the connector site. A new ipp was implanted, and there were no patient complications reported.